Manufacturer narrative:
The pump passed the functional checks, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart and all operating measurements were normal. No unexpected low battery, battery out limit or off no power alarms were noted. No blank display, battery light or display anomaly noted. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed battery-out limit after replacing the battery in a timely manner. The customer reported that since then blood glucose level was 300mg/dl to 420mg/dl. Troubleshooting for battery out limit was performed. Customer's blood level glucose was unknown at time of incident. Customer reported that pump alarmed normal used and was advised that this could be a loose battery cap issue. Customer was assisted in rewinding the insulin pump and reprogramming. Customer was advised to monitor pump. Replacement battery cap was sent. The insulin pump was eventually returned for analysis.